Event description:
It was reported that the pt underwent an unspecified spinal procedure at t3-l4 using posterior pedicle screw fixation. Ten months post-op, the pt underwent a revision surgery due to bilateral loosening of the distal screws. The right l2 screw was also loose. The explanted screws were sent for decontamination, and have been lost at the hospital.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. Also see medwatch report number 1030489201000796.